Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b7, d6, e2, g3, g4, g7, h2 and h6 have been updated accordingly. This device is used for treatment not diagnosis. Corrected data: report source.

Event description:
It was reported from a clinical data study base that a patient with a previous rotator cuff repair in 2009 received a component change to a hemi due to a fracture on (B)(6) 2010. On (B)(6) 2012, the patient was revised due to patient conditions. No other information is available regarding the procedure or recovery.

Manufacturer narrative:
Pending evaluation. Corrected report with updated device information.

Event description:
Index surgery: (B)(6) 2010. Revision due to rotator cuff tear.

Manufacturer narrative:
Engineering evaluation noted that the reason for the revision reported was not provided, but was likely the result of infection or a rotator cuff deficiency, because a cta humeral head was implanted.

Event description:
Index surgery: (B)(6) 2010. Revision due to rotator cuff tear.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to rotator cuff tear.